Event description:
In 2006, I had the essure permanent birth control procedure done. I have had a number of issues over the past year that are caused by this procedure, hypothyroidism, high blood pressure, unexplained rapid weight gain, burning sensation in lower back, kidney and bladder infections, increased allergies to the point I carry an epi-pen. Most of the time I feel sick, tired, weak, headache, metal teste in my mouth. Insisted on a pelvic ultrasound and found that the essure inserts are protruding from the fallopian tubes and require a hysterectomy to be done on (B)(6) 2013.